Event description:
It was initially reported that the patient had vns explanted due to an unknown reason. Upon further follow up with the treating physician's office, it was reported that the patient had explant surgery due to infection and vocal cord paralysis. The vocal cord paralysis is captured in mfg report number: 1644487-2013-00013. The patient reportedly had incomplete healing post surgery. The infection was first observed on (B)(6) 2007 with a "bubble on the chest site". The infection was located on the chest and "incision negative strip". The treating physician's office was not aware patient manipulation or trauma occur that is believed to have caused/contributed to the infection of any patient manipulation or trauma that may have occurred believed to have caused/ contributed to the infection. The patient was negative for fever, but did have an increase in white blood cells. The CT was negative for abscess. The specific results of the cultures were unknown, per the physician's office. No additional information was provided.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.